Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The provided pictures were insufficient to perform visual and dimensional evaluations. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided. However, they were not reviewed as the images are undated and therefore it would not be possible to correlate these to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D6a: implant date: 2004. D10: unknown - unknown monoblock tibial component - unknown. Unknown - unknown femoral component - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02396.

Event description:
It was reported that the patient underwent a primary knee surgery. Approximately 19 years later, the patient was revised due to pain and instability on an unknown date. During surgery, it was noted that there were findings of particle wear and erosion through the patellar poly and tibial poly. Attempts have been made and all available information has been provided.